Manufacturer narrative:
Concomitant medical products: product ID: 399960, lot# v587367, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-39, lot# n278802, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
It was reported that the patient had no coverage on her right side. The stimulator had been looked at by another doctor and the patient was told there was no signal coming from the right side. The patient had told her doctor about the pain a few months ago. The patient was told to let the doctor know when she couldn¿t tolerate it anymore and they would go from there. It was further reported that the patient was scheduled for follow up and a company representative planned to be there. It was further noted that the patient was stable but was still only able to use the left side. X-rays were obtain on (B)(6) 2014 but would not be reviewed until the patient¿s appointment with her physician on (B)(6) 2014. A company representative ran impedances on (B)(6) 2014 and some contacts were >20,000 ohms. Only some contacts were available to program. The cause was undetermined at this time. The meeting included a discussion about revision but would be confirmed on (B)(6) 2014. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further reported that the patient was scheduled for surgery on (B)(6) 2014. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the results of the x-rays were inconclusive. It was noted that a revision was discussed and planned for 2014-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was further stated that there was "wire failure" on the right side. The patient stated that 2 on the left were still working so the patient decided initially to just leave it since she was getting some coverage. During the (B)(6) 2014 appointment, it was confirmed that 2 wires were dead and one of the 2 on the left was failing. The patient went back to see the physician on (B)(6) 2014. The patient stated that now both wires on the left were dead. The patient stated that the physician thought it might be the connectors that were bad and not the whole unit. The physician was also going to move the battery due to the swelling the patient would get. The patient was told the body was rejecting the generator. Additional information was requested, if received a follow up report will be sent.

Event description:
It was further reported that 12 contacts were out of range on the impedance tests. The cause was unknown. As of (B)(6)2014, the patient was stable but non therapeutic. It was further reported that the revision occurred as planned. The physician exposed the extension connection site and disconnected from the stimulator (ipg). Impedances were checked via the multi lead trialing cable (mltc) using the extensions and the contacts were still out of range as previously. The physician was trying to rule out the ipg. He then disconnected the extensions and once again connected to the mltc to check impedances on the leads themselves. Contacts were still out of range. The leads were isolated as the only source left for high impedances. Two extensions were removed and 2 new extensions were placed and tunneled to the right abdomen and a new ipg. The extensions were connected to leads at the same connection site. The physician planned to bring the patient back for a second procedure to replace the cervical leads. The outcome was not determined as the patient was awaiting the second stage of ipg replacement. Additional information was requested, if received a follow up report will be sent.

Event description:
It was further reported that the patient underwent surgery on (B)(6) 2014 as planned. The physician removed 2 cervical leads and re placed them with same models of 3999-60 x 2. Impedances were checked intra-operatively and all were within normal limits. The patient turned unit on once awake and it was working appropriately.